Event description:
The distributor reported the shim of a posterior blade assembly detached from the blade during use. There was no extension of surgery time or patient harm communicated in association with this event.

Manufacturer narrative:
Additional information: the returned blade assembly was examined. The shim has dislodged from the body; the complaint is confirmed. Although a definitive root cause cannot be determined, the event may be attributed to a misalignment of the positioning of the implant or a misalignment of the angle of impaction. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage and implant installation.